Manufacturer narrative:
Findings: unit received with broken reservoir tube lip and battery tube threads. Unit received missing o-ring (reservoir tube). Unit received with cracked case at reservoir tube window corners, case at display window corners and lcd window. Unit received with minor scratches on lcd window.

Event description:
It was reported that the customer had a crack/loose ring in reservoir chamber of the insulin pump. The customer's blood glucose level was 219 mg/dl. The customer was advised that the insulin pump will need to be replaced on the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a backup plan per healthcare provider instruction.